Event description:
According to the physician, prior to the procedure, the patient had a complicated diagnosis with multiple problems. There were no complications during the procedure. Post procedure the patient was not happy with the results. The physician felt the patient's dissatisfaction was partly due to the patient was not taking medications to treat symptoms not cured by the sling. However, when the patient began to take the medications she complained of side effects. The physician did not note any issues with the prefyx sling. The patient's current condition is unknown. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient on (B)(6), 2007.according to the complainant, the patient experienced injuries (specifics unknown).attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date is unknown; however the patient weight was reported to be (B)(6).